Event description:
The end user reported a red open weepy area measuring 0.25 inch round and approximately 0.33 inch from stoma. He saw a physician on (B)(6) 2015, who prescribed midihoney sheet dressing. A follow-up visit is scheduled on (B)(6) 2015. The end user was encouraged to use wound dressing options and to follow-up with a wound care ostomy nurse for hernia belt fitting.

Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. No additional pt/event details have been provided to date. Should additional info become available, a follow-up report will be submitted.

Manufacturer narrative:
Additional information was received on september 30, 2015. No previous investigations are available. After review of the returned product and a thorough batch review, no discrepancies were discovered. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Previous applicable nc investigation has been completed. The investigation revealed that the complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints by the end user as a result of skin complications caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).